Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device indicated that the syringe drive was not working. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. No error which related to customer reported problem was found in ehl event history log (ehl). A non-original equipment manufacturer (OEM) low profile blue super cap was found on main printed circuit board (pcb). The root cause of the issue was customer induced via the customer's use of unapproved/ counterfeit components to repair their pumps. Device will be quarantined due to non-OEM super cap on main pcb.

Event description:
Additional information received via email from customer: no patient harm.